Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had no stimulation due to lead migration. The patient underwent explant procedure with no malfunction suspected. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event:   model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had no stimulation due to lead migration. Explant procedure was performed and the patient was reportedly doing fine after the procedure.